Manufacturer narrative:
(B)(4). Date sent: 11/30/2022. D4: batch #389a67. Additional information: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek, code gst45b lot: 395a99. (Exp. Date: 2024-07- 31) and a blue reload that appears to be fully fired, in addition, a small blue piece is also shown inside of the plastic bag. The event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45b reload was received fully fired, with the pan partially dislodged and the reload from the left side broken. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 389a67, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a small piece on the edge of reload fell apart. Complete formation was performed. No patient consequences reported. No further information is available.